Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level due to the pump shutting off unexpectedly. A specific bg value was not provided. Additional information was not provided. Multiple follow-up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.